Event description:
It was reported that the catheter was inserted in an obstetric pt but no pain relief was obtained. The catheter was removed and a second was placed. This catheter provided adequate pain control. When the second catheter was removed, it separated and a small portion remained in the soft tissue near the insertion site. It was decided not to remove it since it didn't create any symptoms for the pt.